Event description:
Pt reported obtaining back-to-back blood glucose results of 135 mg/dl and 54 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt noted that quality control testing had been performed on the system, 10 days earlier, and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.